Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. Service quotation for replacement of gas regulators, front plate and measurement bridge has been shared with the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system displayed an error indicating discrepancy between the actual value/actual value comparison (error e19) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: a quotation has been provided to the customer for the replacement of the following components in order to solve the issue: - mass flow controller for air. - mass flow controller for o2. - mass flow controller for co2. - measurement bridge (flow sensor for air/co2). - electronic gas blender front plate complete. However, no item replacement was accepted. Involved device was manufactured in 2008 and according to the analysis of the complaints database, no further events related to this unit have been reported in the past. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender components (gas mass flow controllers and relative flow sensor). Based on the service quotation and considering the manufacturing date of the device, this issue was most likely related to a failure of the components listed above, possibly related to their wear.

Event description:
See initial report.